Event description:
To a heavily calcified cto lesion in the distal of sfa, lesion length 12 cm, puncture was made in the cfa of other leg and retrograde up-and-over approach was made. Physician attempted crossing the lesion, however, could not. While removing, the guidewire snapped at the mid point of the guidewire. The fractured portion stayed in the sheath, and was retrieved using a snare. Procedure abandoned.

Manufacturer narrative:
The guidewire was broken off at approx. 20 cm from tip end. It is presumed that the bending force was repeatedly applied to the guidewire shaft that was located and bent in the bifurcation of common iliac artery, when physician was repeatedly pushing-pulling the guidewire in order to try to cross the heavily calcified lesion in sfa, and that the accumulated force exceeded the guidewire design limit when the shaft breakage occurred.